Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. No unexpected numbers scrolling during testing. The device had minor scratches to lcd window, cracked case near lcd window corners, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address/serial number label, and stained end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. It was also stated that the insulin pump would turn off and on, and skip through the date by itself. The batteries were changed, but the insulin pump began to would beep randomly. The blood glucose reading was 188 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.